Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Lcd display window look normal no damage noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No charge/battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's buttons were not as responsive. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that she received random and unexplained no delivery alarms, the battery life was diminished, there was rainbow effect on the screen, and there were chips and breaks by the insulin area. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Lcd display window look normal no damage noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).